Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the belt's ecgs were non-functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ecgs) has been confirmed. Upon evaluation, the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to corrosion on the dn pca of ECG "b" on components v2, v3, and c4. The root cause for the corrosion could not be positively identified but was likely ingress of an unk liquid. No adverse event resulted from the corrosion.